Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The issue was unable to be duplicated. The software firmware was reloaded. The system is operational. Device manufacturing date, unavailable. Information references the main component of the system. Other relevant device(s) are: (B)(4), sw version: 3.2.1 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that the imaging system takes several times to re-start until it works as expected. It gets stuck in initializing and displays 3 red x's. It sometimes takes 3-5 times to reboot the system, this issue started roughly 2 days ago. They wait at least 5 minutes until they attempt to re-boot the system. No patient present.